Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's husband reported being unable to test due to receiving an error 7 on the display of his wife's adc blood glucose meter. Customer experienced loss of consciousness due to hyperglycemia and received unspecified third party treatment. No further information was provided as the caller refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The dhrs (device history review) for the fs precision neo meter and precision strips were reviewed. The dhrs showed the fs precision neo meter and precision strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer's husband reported being unable to test due to receiving an error 7 on the display of his wife's adc blood glucose meter. Customer experienced loss of consciousness due to hyperglycemia and received unspecified third party treatment. No further information was provided as the caller refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.